Event description:
It was reported before use, in preparation just before iabp therapy at the facility, the cardiosave intra-aortic balloon pump (iabp) screen display failure (flickering). The iabp therapy for the patient was initiated with another iabp unit. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field- b5, d1, d4, d8, g1, g3, g6, h2, h4, h6 - type of investigation , component codes, investigation conclusions, investigation findings. Corrected fields- h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he replaced video generator board replaced. (D040-00-0456)* inspection based on inspection record sheet found good.

Event description:
N/a.